Event description:
It was reported to boston scientific corporation in 2008, that a jagwire guidewire device was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure, performed on three days earlier (a female patient; weight is unknown). According to the complainant, during the procedure, the physician "experienced friction when moving the device either in the cannula or in the sphincterotome's lumen." It was also noted that the guidewire coating was not as "smooth" as usual. The procedure was completed with another jagwire guidewire device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the suspect device has been returned, the device evaluation has not been completed; the cause of the reported malfunction has not been undetermined.